Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that at this time the physician is not planning on replacing the device due to the patient's improved ejection fraction and covid-19.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery showed 58 percent remaining six months earlier and decreased to 13 percent remaining within three months. Three more months the battery status had reached elective replacement indicator (eri). Engineering analysis was performed and found that the battery usage has increased abnormally and device replacement was recommended. Available evidence suggests the device remains in service and no additional adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery showed 58 percent remaining six months earlier and decreased to 13 percent remaining within three months. Three more months the battery status had reached elective replacement indicator (eri). Engineering analysis was performed and found that the battery usage has increased abnormally and device replacement was recommended. Available evidence suggests the device remains in service and no additional adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received that at this time the physician is not planning on replacing the device due to the patient's improved ejection fraction and covid-19. Additional information was received that the s-ICD was explanted over three years later and returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery showed 58 percent remaining six months earlier and decreased to 13 percent remaining within three months. Three more months the battery status had reached elective replacement indicator (eri). Engineering analysis was performed and found that the battery usage has increased abnormally and device replacement was recommended. Available evidence suggests the device remains in service and no additional adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received that at this time the physician is not planning on replacing the device due to the patient's improved ejection fraction and covid-19. Additional information was received that the s-ICD was explanted over three years later and returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.